Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch lancing device was hurting her fingers. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests twice a day and does not manage her diabetes with oral medication or insulin. The patient alleged that the issue began in (B)(6) 2011, however, despite the alleged product issue the patient indicated she continued to test with the subject lancing device. On an unspecified date/time in (B)(6) 2011, the patient claimed she tested on her thumb and within two hours after testing, her thumb became red, swollen, and tender. The patient indicated that the swelling was localized and there were no visible signs of fluid discharge from the sample site. After the swelling occurred, the patient stated she discontinued testing her blood glucose, however, continued to manage her diabetes with diet. At an unknown date/time later (in (B)(6) 2011), the patient stated that during her scheduled doctor's office visit she was prescribed oral antibiotics (type not known) and approximately one to two days later, the swelling on her thumb improved. During the follow up call, the patient informed the mss that she washes her hands prior to testing and is alternating to different fingers after each use. The mss, however, discovered that the patient was obtaining the blood sample from the incorrect site of the finger. The patient indicated she was puncturing the pad of her fingers and not the sides of the finger (per owner's booklet recommendation). A replacement lancing device was sent to the patient. This complaint is being reported due to the following conclusion: the patient reportedly received treatment from an hcp after the alleged issue began.

Manufacturer narrative:
((B)(4) 2011) medical surveillance specialist (mss) spoke with patient on (B)(6) 2011. The patient was able to obtain and confirm the type of lancet (onetouch ultrasoft) she was using at the time of the alleged issue. The patient was unable to retrieve the lot number on the box of lancets; the patient's prescription label was placed over the lot number. Lifescan (lfs) has requested return of the subject lancets for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(06/13/2011): the lay user/patient's lancing device involved with this complaint has been returned to lifescan; however, no investigation is required by product analysis as the issue pertains to product usability. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.